Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the eval is completed.

Event description:
Pt had mesh implanted for umbilical hernia. Pt had bleeding for 4 days and a hematoma on the wound. Later, the pt had an infection. The mesh was removed and the pt was given antibiotics. The pt healed well with no evidence of recurrence.